Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no samples were returned, two pictures were supplied by the manufacturer. The returned pictures were visually evaluated per specification. No defects were able to be identified from the returned pictures. As a reminder, user should refer to IFU which states "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there was resistance met when threading the catheter. Upon removal of the catheter, it was noted that the tip was missing. No additional information provided.